Event description:
The customer reported, "not showing any images." This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reset the bios configuration. The system operates as intended.